Event description:
It was reported that the patients leads were not working due to contacts going out prematurely. The patient underwent a lead replacement procedure and was successfully programmed in pathway where coverage was restored and patient was discharged without incident. The explanted leads will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7070070.